Event description:
See healthcare provider reported that patient wanted the device removed because it was bothering her, and it was not working and never worked since implant. The patient indicators for use are for fecal incontinence and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that patient had gained weight and stimulator in the buttock area was causing them to bump into furniture. The cause of dysfunction never determined. No troubleshooting or intervention was carried out. Patient's weight was reported with bmi of (B)(6).